Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed after she went into the pool with the pump. The customer replaced the battery and the pump gave unexpected restart alarm but does not react and kept beeping. The customer did not realize that the pump is not water tight. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack and moisture damage was found on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm a21 alarm due to blank display. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken battery tube threads, cracked display window, cracked case and missing the end cap sticker.